Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the sets are very difficult to screw on causing leaking. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 23029051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a deformation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer have been having issues with several of these. They are some that we are not able to flush. They are also very difficult to screw on causing leaking.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a deformation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer have been having issues with several of these. They are some that we are not able to flush. They are also very difficult to screw on causing leaking.